Manufacturer narrative:
The reported issue of the patient experiencing an epidural bleed was not confirmed. This cannot be confirmed with product testing. The lead was returned without any anomalies that would contribute to the reported issue. It passed all electrical tests. The returned lead displayed normal device characteristics. The cause of the reported issue could not be ascertained.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a permanent device implant. The patient reported losing feeling in their legs and the physician suspected an epidural hematoma. The patient was taken to the operating room and had the system explanted. The patient has since regained feeling in their legs.